Event description:
The product specialist reported to the distributor the catheter presented filtration in the joint of the arterial extension in the moment of confirming the blood return immediately after the insertion.